Event description:
It was reported that the balloon failed to inflate due to perforation. A sterling sl balloon was selected for use to pre-dilate intrastent stenosis of the superior mesenteric artery. Once the sterling was positioned within the target lesion, it failed to inflate. The balloon was removed from the patient. Upon inspection, it was determined that the balloon was perforated. The balloon was replaced in order to complete the procedure. There were no patient complications reported.

Event description:
It was reported that the balloon failed to inflate due to perforation. A sterling sl balloon was selected for use to pre-dilate intrastent stenosis of the superior mesenteric artery. Once the sterling was positioned within the target lesion, it failed to inflate. The balloon was removed from the patient. Upon inspection, it was determined that the balloon was perforated. The balloon was replaced in order to complete the procedure. There were no patient complications reported.

Manufacturer narrative:
Device analysis: returned product consisted of a sterling sl balloon catheter. The outer shaft, inner shaft, balloon, and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a longitudinal tear 47mm from the tip and that was approximately 45mm long. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there was a longitudinal tear in the balloon.